Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 1,500 mg/dl while wearing the pod. Symptoms reported include hyperglycemia and vomiting as well as confusion. The patient reports they were in a coma. Once at the hospital the patients pod was removed and the pods cannula was found to be not inserted correctly at the pod infusion site. The patient was treated with intravenous insulin. The patient reports they had been in a coma for 3 days in the hospital. The patient was discharged from the hospital after 6 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.